Manufacturer narrative:
Zoll medical corporation has rec¿d the product and will be providing a f/u report when our investigation is completed.

Event description:
Paramedics rec¿d the following error codes: 02 (compression tracking error), 18 (max take-up revolutions exceeded), and 22 (position set point out of range). They tried to troubleshoot the autopulse but the unit kept giving multiple advisory codes.